Manufacturer narrative:
It was reported to abbott during an ipg replacement procedure, it was found one lead had high impedance on all contacts. This lead was replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an elective ipg replacement, the lead was found high impedances. As a result, the lead was explanted and replaced during the procedure to address the issue. Therapy was restored post-op.